Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her infusion sets kept bending for the past year and a half. The customer was (B)(6) pregnant and no longer wanted to have those issues. Her current blood glucose was 511 mg/dl. The customer's blood glucose has been above 600 mg/dl in the past. Her blood glucose was 388 this morning; she had not eaten anything but her blood glucose increased to 511 mg/dl. Treatment did not yet occur; the customer planned to treat when she got home. Troubleshooting was declined. No products were returned or replaced.